Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 58, 158 mg/dl. Tests were done within 10 minutes with a difference of 82%. Pt did not experience any adverse events. No further information has been reported. Note: customer's test strips and control solution were expired.